Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized on friday, (B)(6) 2025 around 12:00 pm due to a bone infection and stated that they were feeling okay at the time of the call; the event was not related to sensor insertion or removal. The user indicated that the event was related to diabetes but not to glucose values, and with the user's consent, a dms review was performed. An example set showed sg 189 mg/dl and bg 189 mg/dl around 12:00 pm est on (B)(6) 2025, which was confirmed in dms at 11:52 pm est with the same sg and bg values; no low or high glucose alerts were generated as the sg did not exceed alert thresholds. The user underwent an amputation and received medication as treatment at the hospital, including IV medication of unknown name. The user's healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
User reported a hospitalization event which happened around (B)(6) 2025 around 12 pm. According to the user, they were hospitalized due to an infection on their bone. At the time of the call, the user was feeling okay. The event was not related to the sensor insertion or removal. The event was not related to their glucose readings. The user received an amputation and medication as treatment at the hospital. The user is receiving medication via IV and doesn't know the name of the medication. The user's hcp isn't aware of the event; the user was advised to follow up with the hcp for further medical guidance. Since this was a non-device related serious adverse event, no further investigation was found necessary for this complaint. B4. Date of this report 15 jan 2026. G3. Date received by the manufacturer? 15 jan 2026. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4310.